Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. While firing for the fourth time on the bronchus the stapling seemed to be completed at the upper side but incomplete at the under side. At the end of the procedure the surgeon checked the cut end of the bronchus and it was un-stapled. The surgeon manually sutured it to correct the issue. It was checked using a leak test and there was no problem. There was tissue damage. There was mention of a part falling into the patient cavity and being retrieved. The patient died 3 months later.